Event description:
It was reported that during the procedure in the distal left anterior descending artery, the xience v stent was successfully deployed after pre-dilatation. A dissection was observed at the distal portion of the stent. An add'l xience v stent was deployed to successfully treat the dissection. There was no adverse pt sequela. Add'l info was not provided.

Manufacturer narrative:
(B)(4). Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.